Event description:
It was reported that the subject device had no image during set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 scope communication error occurred during angulation adjustment and foreign matter blocked the forceps channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was caused due to e216 scope communication error that occurred during angulation adjustment. Foreign material came out of the device, but the type of the material or root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.